Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that this right atrial (ra) lead was not successfully implanted due to helix issues and unacceptable lead measurements. Attempts to reposition the lead did not resolve the issue. The lead was explanted and replaced without incident. No adverse patient effects were reported.